Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the auxiliary water/elevator wire channel connector (yellow) of the reprocessing basin of the device was broken and a local service engineer fixed it at the facility. The customer did not use the device while the connector was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The user repeatedly applied a rotational force to the connector of the reprocessing basin of the device. During reprocess with the device, excessive impact was applied to the connector of the device. The instruction manual of the device states the corresponding method in case of an abnormality.